Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a disconnect occurred during use with ad phaseal¿ optima connector (c35-o). The following information was provided by the initial reporter, "connector disconnecting from patient lumen."

Manufacturer narrative:
H.6. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a disconnect occurred during use with ad phaseal¿ optima connector (c35-o). The following information was provided by the initial reporter, "connector disconnecting from patient lumen."